Manufacturer narrative:
The claimed issue was related to device, which would not turn on. There was no patient harm. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description. Unfortunately, repair details were available for further analyze. Therefore, the root cause to the reported issue has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer's ref. #:(B)(4).